Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented in-clinic for a follow-up, it was noted that episodes of real ventricular tachycardia were observed. It was noted that atp therapy accelerated a ventricular tachycardia episode into ventricular fibrillation. The ventricular fibrillation was then successfully terminated by the first shock. About 2 weeks after, the patient received a 5j shock when atp therapy was unsuccessful for another episode of ventricular tachycardia. The ventricular tachycardia then accelerated into ventricular fibrillation after the shock. The ventricular fibrillation was then successfully terminated by a 36j shock. Programming changes were made. The device remains implanted. The patient was stable.